Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, weak battery alarm, battery icons anomaly due to blank display. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump kept shutting off. The reservoir was low when there was plenty of insulin. Customer's blood glucose level was 168 mg/dl. The insulin pump had a blank display. They were unable to complete the inspection of the battery cap due to the customer not having a replacement battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.